Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of fractured display screen but was unable to confirm the customer comment that the device turned off randomly. The device was to be scrapped and usable parts salvaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the programmer's display screen was fractured and that the programmer was turning off randomly, even during a device interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.